Manufacturer narrative:
D4: the lot number is unknown, therefore, only primary di numbers could be provided. D4: unique identifier (UDI)#: an additional primary UDI (B)(4) listed in gudid for product code 5c4957. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of ultra clamps were not stopping the flow. This was further described as the patient ¿has to use up to three (3) clamps at a time so the that the clamps can properly stop the flow¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.